Manufacturer narrative:
Correction (g1): contact office address: (B)(6). Batch record review results: lot 8e01048 was manufactured on 05/10/2018 in the ats#2 manufacturing line, with a total of 480 mkus. On 18/aug/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. No issues related to the defect were found in the documentation. On (B)(6) 2021 a complaint search for lot 8e01048 and malfunction code ost-pmc01.05 / ost-pmc1.5 skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 5 of 10. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the mass of 10 wafers was dried out and brittle prior to use making the process of molding the hole difficult. He used the product and experienced his usual wear time of 3-4 days. No photo is available at this time.